Event description:
The implantable cardioverter defibrillator (ICD) had a battery status of eri (elective replacement indicator) following a capacitor reform during pre-implant testing. The device was not implanted.